Manufacturer narrative:
Concomitant medical products: w4tr03 ipg, implanted: (B)(6) 2018, 429888 lead, implanted: (B)(6) 2018, 6725 adaptor, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were observed on the left ventricular (lv) lead: intermittent capture, overpacing, undersensing, diminished r waves and high/variable thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the anatomical position of the lead was the right ventricle. In addition, it was noted that the right ventricular (rv) lead was reprogrammed.